Event description:
Customer reported that micro usb port on pump was bent, making it difficult to plug in the charging cord. There was no adverse impact to the customer's blood glucose level. Customer was in the process of obtaining a new device and declined further follow-up with technical support.